Event description:
An infrarenal vena cava filter (celect; cook, bloomington, indiana) was placed via the right internal jugular vein. Ivc filter placement was uncomplicated. On the day after ivc filter placement, the patient underwent a successful t10¿t12 laminoplasty and mass resection. Computed tomography (CT) angiography performed on post-operative day (pod) 3 demonstrated right retroperitoneal hem-orrhage with right retroperitoneal pseudoaneurysm, near one of the ivc filter major struts, measuring up to 2 cm, likely arising from the right l4 lumbar artery. The patient underwent angiography, which demonstrated a pseudoaneurysm of the right l4 lumbar artery. Coil embolization of the pseudoaneurysm was performed and the ivc filter was removed, and there was no vascular abnormality at the conclusion of the procedure. Of note, the decision was made to remove the ivc filter given that the patient was now eligible to be started on anticoagulation. The patient was discharged on pod 7.